Event description:
This is report 1 of 1 for this complaint (B)(4).

Event description:
It is reported that a stardrive screwdriver was found with a broken shaft in the tray during restocking. This was discovered in an instrument room after a procedure. It is unknown when or how the instrument broke. There was no reported patient contact. This is 1 of 1 reports for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. It was reported on (B)(6) 2013 that the screw driver was thrown away by the processing staff at the complaining facility and will not be returned.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.